Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Virginia advised can hear lift squeaking when raising and left bottom of the lift is starting to bend.